Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 71cm distal to the is4 connector pin (into two segments). All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Two days after the implantation it was observed that the sensing measurements were deteriorated. The lead was explanted.